Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that a driver tip broke into four pieces inside the patient. The broken pieces were removed from the patient. The surgery was completed with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00014 for the driver involved in this event.